Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, placement difficulty was experienced while implanting the extravascular (ev) lead. The ev lead was placed with the coils pointing to the patient¿s right, but when the sheath was removed, the ev lead flipped with the coils pointing to the patient¿s left. The ev lead was re-inserted, and the lead flipped again. It was noted the lead seemed to be in the correct orientation and then slowly flipped. The ev lead was removed, and a replacement ev lead was placed. However, the same phenomenon occurred with the replacement ev lead. The team decided to re-tunnel the replacement ev lead, and it remained in the correct anatomical position with good parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.